Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (3) large volume pump display boards need to be replaced for dim segment. There was no reported patient involvement.

Event description:
It was reported that (3) large volume pump display boards need to be replaced for dim segment. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. The reported issue of a dim segment is confirmed based on the field action. Device repair or returns are handled within the scope of the field action device was not returned to manufacturing facility.